Event description:
It was reported that during a da vinci-assisted surgical procedure, the user experienced a problem with movement on axis 1 yaw axis (on the patient side manipulator (psm) 1). The user contacted a technical support engineer (tse) after the issue and indicated the third psm was used to finish the procedure. The tse did not see logs available. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer care technical assistance and obtained the following additional information: the system functionality was checked upon powering on the system. No errors occurred when the system was initially powered on and the surgeon was able to see through the hrsv and go into following mode.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse could not reproduce nor confirm the reported complaint. Fse replaced the reported patient side manipulator (psm). Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by ab medica technical support engineer (tse) and investigation revealed no system errors. Additional log reviews was not able to confirm any procedure name, system name or event date when the alleged issue occurred. This complaint is being reported based on the following conclusion: it was alleged that the patient side manipulator 1 moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported failure. The non-intuitive motion along yaw/axis 1 was reproduced during sine cycle.

Event description:
Refer to h10/h11 for follow-up information.